Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube(s)') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6)-year-old female patient who had essure (batch no. 685783) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irritable bowel syndrome, thyroid disorder, hypothyroidism, hypoglycemia, vaginal cyst and sebaceous cyst. Concomitant products included alprazolam (xanax) since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). In (B)(6) 2010, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and diarrhoea ("diarrhea"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, device breakage, fallopian tube perforation, abdominal pain, female sexual dysfunction, dyspareunia, diarrhoea and back pain outcome was unknown and the genital haemorrhage, nausea, dysmenorrhoea, vaginal discharge, fatigue, dysgeusia and hormone level abnormal had resolved. The reporter considered abdominal pain, back pain, device breakage, device expulsion, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, nausea and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and medical record received. Essure lot number and explant date added. Product indication updated. Previously reported ¿injury to herself¿ was updated to abdominal pain. Events- migration of essure device location of device: uterus, device breakage, perforation (fallopian tube(s), abnormal bleeding (general), apareunia (inability to have sexual intercourse), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, diarrhea, metallic taste in mouth, back pain and hormonal changes were added. Medical history, lab data and concomitant drug added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube(s)') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure (batch no. 685783) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irritable bowel syndrome, thyroid disorder, hypothyroidism, hypoglycemia, vaginal cyst and sebaceous cyst. Concomitant products included alprazolam (xanax) since 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). In (B)(6) 2010, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On 17-apr-2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge") and dysgeusia ("metallic taste in mouth"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and diarrhoea ("diarrhea"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), urinary tract disorder ("bladder /urinary problems"), metrorrhagia ("metrorrhagia") and bladder disorder ("bladder problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, device breakage, fallopian tube perforation, female sexual dysfunction and diarrhoea outcome was unknown and the genital haemorrhage, abdominal pain, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, dysgeusia, back pain, hormone level abnormal, pelvic pain, urinary tract disorder, metrorrhagia and bladder disorder had resolved. The reporter considered abdominal pain, back pain, bladder disorder, device breakage, device expulsion, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, metrorrhagia, nausea, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: she did not received treatment for dysmenorrhea, dyspareunia, back pelvic , abdominal pain, metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 685783 manufacturing date: 2009/10 expiration date: 2012/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu3 and 4 processed together: pfs received: events pelvic pain, metrorrgia, bladder/urinary problems added. Event outcome updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.